Event description:
The customer reported that a low volume of reagent was delivered to well a12 while pipetteing htlv I/ii plate on summit. No error was reported. No death or serious injury was associated with this incident.